Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the small display assembly and display to pump board cable to function properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the "display with knob" and the "display to pump cable." The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation. Per data log analysis, the provided video showed the display going off but the pump continues to run. There were three large roller pump logs provided, none show an indication of what caused the display issue. Most likely this is a small display unit issue or a connection to the small display unit.

Event description:
It was reported that the pump local display went blank. No other details regarding the nature of this event were provided.